Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis (fa) team confirmed initial findings. The teflon pad still appears attached to the clamp arm; it looks deformed which is also a form of damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the harmonic ace instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted thyroidectomy surgical procedure, the teflon pad of harmonic ace instrument melted after grasping and coagulating the tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported event involved a surgical procedure where no arcing was observed, and the patient did not experience any injury. The instrument was inspected prior to use, showing no damage, and was used for dissecting (coagulating) without any noted functionality issues or collisions with other instruments.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace was analyzed and found to have a clamp arm teflon pad damage. The teflon pad was found detached from the arm clamp. Components adjacent to the damaged teflon pad do not show damage. The complaint was confirmed by failure analysis. The probable root cause of failure mode clamp arm teflon pad damage is attributed to use conditions. Teflon pad damage result from damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated.